Manufacturer narrative:
Eval summary: the device was returned with the tissue pad partially detached. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitured would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated.

Event description:
It was reported that the device was used during a laparoscopic sigma procedure, teflon pad loose, but did not fall into pt. Case was completed with same like prod. There was no consequence to the pt.